Event description:
Falsely elevated troponin I results were obtained on three patients' samples. The results were reported to the physician who questioned the results. The samples were repeated on an alternate analyzer and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was corrosion on the hm mixer detector board. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.